Event description:
It was reported that the customer was suffering from unexplained high blood glucose levels. The customer reported that her blood glucose reading was 411 mg/dl in the morning, so she gave herself 60 units of insulin via the insulin pump. The customer's blood glucose levels began to descend, but they then began to elevate again, so she gave herself an injection of 35-40 units of insulin. The manual injection was taken two hours prior to the report. At the time of the report the customer's blood glucose readings were dropping rapidly. The last reported blood glucose reading was 155 mg/dl. Paramedics were monitoring the customer at the time of the report. The customer was advised to call back to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.